Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("the left corneal region was noted to have about four to five coils of essure sticking through"), menorrhagia ("menorrhagia"), pregnancy with contraceptive device ("pregnancy") and uterine haemorrhage ("abnormal uterine bleeding accompanied with large clotting / heavy bleeding with clots") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included cilest (ortho cyclen) and eugynon (seasonique) for birth control. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) with dysmenorrhoea, uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("extreme cramping"), pelvic pain ("pelvic pain"), device difficult to use ("the right side could not be removed and remains implanted to this day"), alopecia ("hair loss") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (diagnostic laparoscopy removal of essure and bilateral tubal ligation on (B)(6) 2010 and hydro-thermal ablation on (B)(6) 2013). At the time of the report, the uterine perforation, menorrhagia, pregnancy with contraceptive device, uterine haemorrhage, abdominal pain lower and device difficult to use outcome was unknown and the pelvic pain, alopecia and fatigue had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, alopecia, device difficult to use, fatigue, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine haemorrhage and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - in (B)(6) 2009: (B)(6) . Hysterosalpingogram - on (B)(6) 2008: occlusion on both her right and left fallopian tub; on (B)(6) 2010: patent left fallopian tube / occluded right tube. On (B)(6) 2008, hsg showed occlusion in her right fallopian tube. The left-sided essure device did not appear to be within or immediately adjacent to the left fallopian. On (B)(6) 2010, plaintiff underwent a diagnostic laparoscopy, removal of essure device, and bilateral tubal ligation with electrocautery . During this procedure, the left corneal region was noted to have about four to five coils of essure sticking through. The essure device on the right side could not be removed and remains implanted to this day. Company causality comment: this litigation case report refers to a female plaintiff who had essure insertion on (B)(6) 2008 and experienced pregnancy. She delivered in (B)(6) 2009 and six months later she underwent a diagnostic laparoscopy, removal of essure and bilateral tubal ligation with electro cautery. During this surgery the left corneal region was noted to have about four to five coils of essure sticking through. She also had menorrhagia, abnormal uterine bleeding accompanied with large clotting / heavy bleeding with clots and was submitted to a hydro thermal ablation. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this case, consumer had the test (hsg) before the pregnancy and occlusion was confirmed. After the delivery, a tubal patency was diagnosed in a repeat hsg and a uterine perforation was later seen. Regarding the reported uterine bleeding and menorrhagia, they are highly prevalent in women and may have several gynecological causes. In this case, no alternative explanation was given for these events. The case was classified as incident since device removal was required. A product technical analysis is being sought. Follow up information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("the left corneal region was noted to have about four to five coils of essure sticking through"), menorrhagia ("menorrhagia"), pregnancy with contraceptive device ("pregnancy") and uterine haemorrhage ("abnormal uterine bleeding accompanied with large clotting / heavy bleeding with clots") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included cilest (ortho cyclen) and eugynon (seasonique) for birth control. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) with dysmenorrhoea, uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("extreme cramping"), pelvic pain ("pelvic pain"), device difficult to use ("the right side could not be removed and remains implanted to this day"), alopecia ("hair loss") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (diagnostic laparoscopy removal of essure and bilateral tubal ligation on (B)(6) 2010) and surgery (hydro-thermal ablation on (B)(6) 2013). At the time of the report, the uterine perforation, menorrhagia, pregnancy with contraceptive device, uterine haemorrhage, abdominal pain lower and device difficult to use outcome was unknown and the pelvic pain, alopecia and fatigue had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, alopecia, device difficult to use, fatigue, menorrhagia, pelvic pain, pregnancy with contraceptive device, uterine haemorrhage and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - in (B)(6) 2009: positive hysterosalpingogram - on (B)(6) 2008: occlusion on both her right and left fallopian tub; on (B)(6) 2010: patent left fallopian tube / occluded right tube. On (B)(6) 2008, hsg showed occlusion in her right fallopian tube. The left-sided essure device did not appear to be within or immediately adjacent to the left fallopian. On (B)(6) 2010, plaintiff underwent a diagnostic laparoscopy, removal of essure device, and bilateral tubal ligation with electrocautery . During this procedure, the left corneal region was noted to have about four to five coils of essure sticking through. The essure device on the right side could not be removed and remains implanted to this day. Quality-safety evaluation of ptc: due to no sample or valid lot number being available, the quality unit was unable to conduct a review of the manufacturing batch record or perform an investigation therefore they are unable to confirm any quality defect or device malfunction. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Lack of efficacy can occur with the use of any product and is not necessary indicative of a quality defect. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events or lack of efficacy event and a quality defect. Most recent follow-up information incorporated above includes: on 8-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure insertion on (B)(6) 2008 and experienced pregnancy. She delivered in (B)(6) 2009 and six months later she underwent a diagnostic laparoscopy, removal of essure and bilateral tubal ligation with electro cautery. During this surgery the left corneal region was noted to have about four to five coils of essure sticking through. She also had menorrhagia, abnormal uterine bleeding accompanied with large clotting / heavy bleeding with clots and was submitted to a hydro thermal ablation. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this case, consumer had the test (hsg) before the pregnancy and occlusion was confirmed. After the delivery, a tubal patency was diagnosed in a repeat hsg and a uterine perforation was later seen. Regarding the reported uterine bleeding and menorrhagia, they are highly prevalent in women and may have several gynecological causes. In this case, no alternative explanation was given for these events. The case was classified as incident since device removal was required. A product technical analysis was initiated and the quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events or lack of efficacy event and a quality defect. Follow up information will be obtained through the litigation process.